Event description:
Reporter indicated that a vns dell x50 computer was not holding a charge. Using a different known good charging cord did not resolve the issue. The computer and flashcard have been returned and are pending analysis.

Event description:
Product analysis was completed on the returned vns computer and flashcard. An analysis of the returned handheld computer was able to verify that the main battery was able to hold a charge. During the analysis it was identified that the main battery was inserted backwards. As a result, the handheld was unable to be powered using the returned battery. No further anomalies were identified.no anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.